Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) to treat an osteoporotic vertebral compression fracture at l4. It was reported that cement extravasation occurred "outside the vertebral body" during the procedure. The patient was "asymptomatic and additional intervention was not required." It was reported that "the cause of the event was injury type of lower end plate fracture." No patient complications were reported.

Manufacturer narrative:
(B)(4) - (no known impact or consequence to patient). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.